Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded with version 30 system software. The system was tested and found to be working as intended and returned to service.